Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a problem with discrepancies with upload and pump settings. Customer stated that the pump is showing .175 and on the report it is showing 0.200 for 12 am. Customer's next rate is 2:30 am, but it is showing as 3 am on the report. Customer is currently in the hospital for his regular endocrinologist appointment. Customer was advised to upload to carelink to see if the settings were changed and what they were changed to. Customer will upload when they get home later. Customer was advised that it had to be a manual entry because if there was something wrong with the pump, it will alarm and/or clear settings. No additional information provided.